Manufacturer narrative:
The reported event of failure to extend the helix was confirmed. As received, a complete lead was returned in one piece with the helix fully retracted clogged with blood. The cause of the reported event helix mechanism issue was due to the helix being clogged with blood. Electrical tests and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the first atrial lead's helix failed to extend. The atrial lead was replaced but the second atrial lead failed to sense and capture. Finally, the third atrial lead was used to complete the procedure. The patient was stable throughout.